Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged damaged battery compartment found on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. Flashing medtronic logo was confirmed due to moisture damage on pcba 1. Pump failed to download history files and traces due to a flashing medtronic logo. Exposure to moisture was confirmed on pcba 1. Cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The customer will discontinue use of the device.